Event description:
Same patient as MFR report #: 2134265-2009-01517. It was reported that during a coronary drug eluting stenting treatment procedure, the delivery system could not cross the lesion. This complaint is now reportable based on additional information received on 03/11/2009. The 80% stenosed lesion was located in a mid left anterior descending artery. The patient presented with class three angina. The lesion was predilated with unknown 1.5mm, 2.25mm and 3.0mm balloons. The 2.25x28mm taxus liberte' drug eluting stent was advanced but the physician encountered strong resistance, and could not cross the lesion. Additional information received indicated that when the device was removed, stent damage was noted. The procedure was completed with balloon angioplasty. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device analysis found that the condition of the device was consistent with the complaint incident. Visual and microscopic examination identified distal stent damage. Stent strut rows 1 to 8 inclusive were misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion or withdrawal. No kinks or damage were found along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probably root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.